Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and agreed the therapy was inappropriate. The patient arrhythmia was terminated by the third shock. Ts discussed programming and options for this device. The health care professional (hcp) believed the event was likely due to undersensing, but ts thought it was likely due to the rvr. This ICD remains in service. No additional adverse patient effects were reported.